Event description:
The complainant had placed a impella 5.5 pump to support the patient along with extracorporeal membrane oxygenation. It was reported that the patient had an embolic stroke on support. No further details were provided. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation has been completed. No product was returned. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product was returned. The data logs were evaluated and the optical 5s parameters were within specification and no hard failures of the optical sensor were seen. There were no placement signal not reliable (psnr) alarms seen. There were no abnormalities with the pumps function. The root cause of the optical signal issue is most likely due to the patient¿s condition based on data log analysis and clinical information provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B.1. Product problem updated. B.5. Updated to include optical signal issue description. Corrections that were made from the initial manufacturer device report number 1220648-2025-27055. D.10. Concomitant medical products and therapy dates updated.

Event description:
The complainant also reported that the pump alarmed for a false in aorta position on the automated impella controller. The issue self-resolved. Neither the pump nor the console were replaced.